Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 patient codes.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product issue. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported. Additional information received from boston scientific representative stated that this lead exhibited noise and oversensing. The patient was presented in the emergency room (ER) due to syncope. The physician decided prior to changeout to place a new ra lead to provide an optimal pacemaker system. No additional patient adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product issue. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.